Manufacturer narrative:
Event occurred within the last "4 to 6 months" from the report date. (B)(6). The devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of amia cassettes had "holes" in the heater line. This was observed after the machine was set up for peritoneal dialysis therapy. The patient discontinued the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.